Event description:
During the evaluation of the returned device it was found that the coating of the guide wire had been peeled or scraped off. Although no pt complications or injuries were reported during this procedure, it has been determined that peeled detached coating material may embolize and therefore cause an adverse event if it were to recur.